Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely for an implantable cardioverter defibrillator (ICD) that exhibited non sustained right ventricular oversensing episodes. Some episodes appeared as t-wave oversensing but after technical services analysis, it was small levels of lead noise. Pacing inhibition was also noted due to noise. Some episodes were thought to be myopotential oversensing. No interventions done, patient was scheduled for a follow-up. Patient was stable. Related manufacturer reference number: 2017865-2019-04707.

Event description:
New information notes that programming changes were done. No noise could be reproduced in clinic with isometrics or breathing exercises. Multiple positions were tried as well.